Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping and capture resulting in tissue injury are related to procedural conditions associated with challenging imaging. Image resolution poor is related to procedural conditions associated with suboptimal imaging. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect-clinical code: 4440 thrombosis/ thrombus; health effect- impact code: 4614 serious injury/ illness/ impairment component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging. Multiple attempts were made to grasp leaflets. Difficulty was encountered while capturing the leaflets. There was damage to the leaflet as well as a flail chordae. The mr was reduced to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, imaging was challenging. Multiple attempts were made to grasp leaflets. Difficulty was encountered while capturing the leaflets. There was damage to the leaflet as well as a flail chordae. The mr was reduced to grade 3 post procedure. There was no clinically significant delay. No additional information was provided.